Event description:
It was reported that on (B)(6) 2012, the 3.5 x 19 mm graftmaster stent was used to treat a pseudoaneurysm and ongoing leak in the right profunda femoral artery. The graftmaster successfully treated the leak with a good outcome. On (B)(6) 2012, the patient died due to disseminated intravascular coagulation/multi-organ failure. The physician believes that the death was not due to an issue with the graftmaster stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) - incorrect anatomy. There was no reported product deficiency. The reported patient effect of death and thrombosis are a known adverse event as listed in the graft master otw instruction for use (IFU) in the potential adverse events. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It should be noted in the indications for use section of the graftmaster otw IFU states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or qual to 2.75 mm in diameter.